Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported explantation of an intraocular lens 3 months following the initial implantation procedure. The patient reported blurry vision and the clinical reason for the explantation was myopia. Additional information has been requested however, further information has not been received.